Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra link meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt reported results of 338 mg/dl on his meter and 104 mg/dl on another meter performed within 30 minutes of each other on jan 4 around 6:40 pm. The difference between those results falls outside the expected value of <=30%. He said he adjusted his insulin pump based on the 338 mg/dl reading on his meter. The pt alleged that this caused his blood sugar to go down to 57 mg/dl at an unspecified time. He also said that two days later he felt lightheaded. He denied any treatment. According to the troubleshooting telephone call, the pt's testing steps were correct. The test stirps have not been open longer than discard date, expiration date, or stored improperly. The pt also gave results of 129 mg/dl on his meter and 171 mg/dl on another meter performed within 30 minutes of each other. The difference between these results also falls outside the expected value of <=30%. The complaint is being reported because the pt difference between the results falls outside the expected value based on statistical criteria. The product did not cause or contribute to a serious injury because the pt's symptoms are not indicative of a serious diabetic injury and the pt did not receive any form of medical intervention. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.